Manufacturer narrative:
Insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm and blank display noted during testing. Unable to perform any tests due to buttons unresponsive. Insulin pump was received with broken battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act and esc buttons were not responsive. The insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.